Event description:
A physician reported a pt who was originally skin tested on 3/10/1998 with negative results. On 4/18/1998, the pt was treated in the periorbital "crows feet" area. On 5/26/1998, the pt was examined by the physician. The pt had red, swollen, "bruise like", itching areas at the treatment sites. The pt stated the symptoms began about two weeks after treatement, and had been intermittent. The physician believed these symptoms were a hypersensitivity and prescribed an oral antihistamine over the counter on 5/26/1998. No further medical or surgical treatment was planned or prescribed.